Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2011 inr = 1.6; (B)(6) 2011 inr = 1.6. Caller reported that the pt's inr was 1.6 two weeks in a row even after coumadin dose was increased. Caregiver noticed blood in the pt's stool. Therapeutic range: 2.5-3.0.

Manufacturer narrative:
Investigation pending.